Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a normal device changeout, the device header was found to have a stripped set screw. The set screw would not engage the hex wrench. The lead was able to be removed from the device header with manual tugging. The leads were implanted with a new device. No adverse consequences were detected from the procedure.